Event description:
Voluntary medwatch report # mw1036578 received. It was reported that post a coronary drug eluting stenting treatment procedure, there was in-stent restenosis. "In stent restenosis of taxus coronary stent. Subject is in research study-registry of drug eluting stents who was re-admitted to hosp with unstable angina, negative for mi. Recently had undergone coronary stenting with taxus stent, times 2, to svg to lad lesions. Cardiac cath done during admission, revealed in stent restenosis of previously stented svg -lad lesion which was then treated with a cypher stent. Pt was discharged without complications to home 2 days later". Unable to follow up as the reporter is not on the voluntary medwatch.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.